Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels (24-28 mg/dl). Glucose tablets and orange juice were consumed to address the low bg level. The contact thought that the customer may not have been compensating for exercising. The contact adjusted the basal rate and after speaking with a healthcare provider, additional personal profile settings were adjusted.